Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope, and the presenting electrogram (egm) revealed that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, was exhibiting non-capture with pacing pauses as long as 4 seconds. In addition, the pacemaker had reached elective replacement indicator (eri), and it was suspected that the battery of this pacemaker had depleted prematurely. The patient was hospitalized and a temporary pacing wire was placed. Additional information received reported that this dual chamber pacemaker was explanted and replaced with a single chamber pacemaker. The rv lead explanted and replaced, and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) due to syncope, and the presenting electrogram (egm) revealed that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, was exhibiting non-capture with pacing pauses as long as 4 seconds. In addition, the pacemaker had reached elective replacement indicator (eri), and it was suspected that the battery of this pacemaker had depleted prematurely. The patient was hospitalized and a temporary pacing wire was placed. Additional information received reported that this dual chamber pacemaker was explanted and replaced with a single chamber pacemaker. The rv lead explanted and replaced, and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.